Event description:
It was reported by repair work order that the foot section would not latch and there was a lack of stability on the calf support due to the abduction assemblies and upright assemblies being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the foot section was able to lock (not unable to lock as previously reported). It was also determined that even though the calf support was loose, it would also lock in place. These are not likely to harm the patient as the foot section and calf support were still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. These issues are not likely to cause or contribute to serious injury or death if they were to recur.

Event description:
It was reported by repair work order that the foot section would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.